Manufacturer narrative:
Follow up information received on 10-feb-2016: no further information could be obtained despite follow up attempt. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented irregular bleeding. Also, it was discovered through CT scan that one of her coils had migrated into the right fallopian tube and punctured through it. Then, both coils and fallopian tubes were removed laparoscopically the reported events, seen as fallopian tube perforation and genital bleeding, are serious due to medical importance and required intervention (other seriousness criteria were mentioned but not specified) and listed in the reference safety information for essure. Considering the implied temporal relationship and the fact that fallopian tube perforation and genital bleeding may occur during essure use, causality with suspect insert cannot be excluded and since an intervention was required (tubes and coils removed), this case is regarded as incident. Other non-serious events were mentioned. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented irregular bleeding. Also, it was discovered through CT scan that one of her coils had migrated into the right fallopian tube and punctured through it. Then, both coils and fallopian tubes were removed laparoscopically the reported events, seen as fallopian tube perforation and genital bleeding, are serious due to medical importance and required intervention (other seriousness criteria were mentioned but not specified) and listed in the reference safety information for essure. Considering the implied temporal relationship and the fact that fallopian tube perforation and genital bleeding may occur during essure use, causality with suspect insert cannot be excluded and since an intervention was required (tubes and coils removed), this case is regarded as incident. Other non-serious events were mentioned. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority ((B)(4)) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for birth control. She experienced irregular bleeding, infection like symptoms, extreme pelvic pain, heavy menstrual bleeding, back pain, headaches, severe acne, anxiety and mood swings. It was discovered through CT scan that one of her coils had migrated into the right fallopian tube and punctured through it. After doctor consultation both coils and fallopian tubes were removed laparoscopically on (B)(6) 2012. She has continued to experience pain, muscle weakness, right rib pain, headaches and severe menstrual cramps and bleeding. Hospitalization, disability and required intervention were mentioned but no specified/described per reporter. The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 17-nov-2015: consumer confirmed her address and stated she was never given the lot number or a card with the essure lot number. She is available to receive the questionnaire. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented irregular bleeding. Also, it was discovered through CT scan that one of her coils had migrated into the right fallopian tube and punctured through it. Then, both coils and fallopian tubes were removed laparoscopically. The reported events, seen as fallopian tube perforation and genital bleeding, are serious due to medical importance and required intervention (other seriousness criteria were mentioned but not specified) and listed in the reference safety information for essure. Considering the implied temporal relationship and the fact that fallopian tube perforation and genital bleeding may occur during essure use, causality with suspect insert cannot be excluded and since an intervention was required (tubes and coils removed), this case is regarded as incident. Other non-serious events were mentioned. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.